Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, there was difficulty advancing the commander delivery system. A snare device was inserted via safari and positioned for crossing. Upon crossing the native aortic valve, the delivery system balloon did not inflate. The devices were repositioned lower in the iliac artery and subsequently removed via vascular cutdown. The patient remained stable.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 clinical code, investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. The device was returned to edwards lifesciences for evaluation and the following was observed. When inflating balloon, leakage was noted proximally to handle at the fine adjust wheel, locking mechanism and strain relief. No leakage observed on balloon. X-ray image of handle was taken, and a damage on the balloon shaft was observed proximally to the stop sleeve. Delivery system was disassembled after functional testing and engineering confirmed a damage/twist on the balloon shaft near to the proximal part of the stop sleeve. Imagery was provided from the site and revealed the following: valve crimped over inflation balloon and appears stuck at sheath's distal end. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. Events reporting difficulty/inability withdrawing catheter with crimped valve through patient vasculature or through the sheath have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to patient factors, non-coaxial withdrawal, altered crimp profile, damaged sheath, not centering the thv on the flex tip, and/or withdrawing the thv through the sheath hub. As reported, ''resistance was encountered while advancing the commander delivery system through the esheath. Further difficulty was noted as the delivery system was advanced through the anatomy up to the aortic arch. Snare device was inserted via safari and positioned for crossing. Upon crossing the native aortic valve, the delivery system balloon did not inflate.'' And ''as per medical opinion, the perceived root cause of the difficulty advancing the commander delivery system was an aneurysm and severe tortuosity.'' Evaluation of the returned delivery system revealed a balloon shaft leakage noted proximal to handle at fine adjust wheel, locking mechanism and strain relief. As observed from the x-ray and disassembly of the handle, the leakage originates from the damage found on the balloon shaft proximal to the stop sleeve. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path during inflation. As the delivery systems are 100% tested for leakage, and the issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Although there was no reported valve alignment difficulties in this case, the damage seen on balloon shaft indicates that the device has been excessively manipulated. The complaints were confirmed based on evaluation of returned device and provided imagery. Available information suggests that patient factors (tortuosity) and/or procedural factor (non-coaxial withdrawal and device manipulation) likely contributed to the event as it was reported that the patient presented a very tortuous anatomy. Patient factors such as tortuosity may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as tortuosity and non-coaxial withdrawal of the delivery system with crimped thv may cause the system or thv to interact with vasculature or the sheath distal end, resulting in difficulty withdrawing the system with thv. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to h.6 impact code and device code. Per additional information received, the team had difficulty removing the system into the esheath. The investigation is ongoing.